Event description:
Customer reported the secondary medication (antibiotic) back flowed into the primary bag. The IV set was replaced and the infusion was restarted without incident. There was no report of pt or med intervention. No further pt or event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the MFR. Unable to determine the cause of the customer's reported secondary medication back flowed into the primary bag because the set has been discarded by the customer. The root cause of this failure could not be identified.